Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09sep2019. Technical support provided the parts identification for a replacement air flow sensor assembly and manual. Customer reported that replacement of the flow sensor assembly resolved the reported issue. Unit was tested and placed back into service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The customer resolved the issue through remote troubleshooting.

Event description:
Customer contacted technical support (ts) stating that unit failed performance verification testing (pvt) during air flow testing with results of -0.9 at zero during preventative maintenance (pm). The customer reported there was no patient involvement.